Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of huxj0532 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep that the patient had a hickman catheter placed on (B)(6) 2016. In (B)(6) of 2017, a full segment repair was completed. Two weeks later the facility tried to access the catheter and it was "sluggish" so they ran contrast with a 10 ml syringe using 3 ml of contrast and on the third time fluoro noticed the metal strut had floated down the catheter and exited into the patient, lodging in his pulmonary artery branch. The sales rep stated that the patient is stable and the facility did not try to remove it. The sales rep stated it was the arterial metal strut that broke off. Patient remains asymptomatic. Facility reported that catheter was removed and replaced.